Event description:
It was reported that a pump issued an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer's insulin delivery was initially suspended, and technical support instructed the customer to clean the pump's speaker holes and check the cartridge connection. The alarm persisted, prompting a wait period to address possible moisture issues. Technical support is set to follow up for further troubleshooting as the customer could not load a new cartridge and the alarm reoccurred post troubleshooting steps.